Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the physician felt that the lead was not functioning properly as he was placing and extending the helix in the right atrium. The lead also dislodged several times. The lead was not used and was replaced. No patient complications have been reported as a result of this event.